Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap on the insulin pump is loose and sticking out. It was also stated that the reservoir compartment looks worn and is no longer holding the reservoir in place. Customer stopped using the insulin pump since (B)(6) 2015. Blood glucose value was 437 mg/dl; treated with manual injections. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with end cap broken off. The insulin pump was unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to broken end cap. The drive support disk was inspected and no anomalies noted. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.